Manufacturer narrative:
Additional info: updated a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "medtronic received information regarding an imaging system being used during a sacroiliac and thora columbar procedure. Issue occurred intraoperatively. There was less than one hour of surgical delay and no impact on patient outcome". The representative just re-adjusted the placement of 4 wires when put the screws in.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported regarding an alleged inaccuracy, that there was inaccurate hardware placement associated with this system. No additional information was provided.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. B17,c20,d15,g02008 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: -, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a user workflow issue as per the complaint data accuracy was within 1mm. Software functioning as designed. Codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 , #:version: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was inaccuracy of 1mm.